Manufacturer narrative:
No patient information provided as no patient was involved in this concern. While troubleshooting the imaging system, it was found that the x-ray charger 2 board output was at 28vdc which is higher than normal. Replaced battery charger 2, motor battery charger and lead acid battery (38). The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The battery charger 2 and motor battery charger were returned to the manufacturer for analysis. They were found to be fully functional with no functional problem found. The motor battery charger had leaking capacitors. However, the reported event could not be duplicated by medtronic personnel. The lead acid batteries were not returned for evaluation. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the image acquisition system (ias) of the imaging system turns off without intervention after left powered on for less than 1 hour during their routine checks. There was no patient present when this issue was identified. While troubleshooting, it was found the x-ray charger 2 board output was at 28vdc which is higher than normal. Replaced the motor charger board and 38 x lead acid batteries as a precaution. Also replaced battery charger 2.